Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, and the issue was resolved as the pump no longer displayed the error code, allowing the sensor session to be successfully started.